Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one emergency room (ER) patient, involving the unicel dxc 600i synchron access clinical system. An initial result of 13.5 ng/ml was obtained. This result was released from the laboratory, and the patient was admitted to the hospital. Approximately two hours after, the physician requested a reanalysis of the initial sample which recovered a result of 0.1 ng/ml. The patient was redrawn and a value of 0.1 ng/ml was obtained. A reanalysis of the redrawn sample recovered a result of 0.1 ng/ml, within the normal reference range. There has been no report of current patient outcome. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a major preventative maintenance (pm-a) and an incubator belt modification. No hardware performance issues were noted during the preventative maintenance. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. All system parameters (including quality control (qc), calibration, and system checks) were performing within the assay and instrument specifications at the time of the event. The customer stated the patient samples were collected into lithium heparin plasma tubes using verified laboratory procedures and were centrifuged at 3,200 rpm (revolutions per minute) for ten minutes.